Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text: device was not returned yet.

Event description:
It was reported to vyaire medical that a the vela ventilator stopped ventilation while on patient. The unit was plugged into the ac (alternating current) outlet and the ac led (light-emitting diode) was on. The users heard a "pop" sound from the unit and then there was no flow/volumes to the patient. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.